Manufacturer narrative:
Literature citation: van der heijden, liefke et. Al. ¿three-year safety and efficacy of treating all-comers with newer-generation resolute integrity or promus element¿. Eurointervention 2017; 12:2128-2131. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via literature that myocardial infarction, thrombosis and death occurred. The aim of this report was to assess the three-year safety and efficacy of implanting newer-generation non- bsc drug eluting stents versus promus element everolimus-eluting stents in the all-comer randomized dutch peers trial. Patient outcomes following stent implant included death, myocardial infarction, stent thrombosis, major adverse cardiac events (mace) and target vessel revascularization (tvr).